Manufacturer narrative:
One 14-pole, inquiry fixed curve diagnostic catheter was received for evaluation. Electrode rings 3-7 and 12 were noted to be displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrodes is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the catheter was removed from the heart and electrodes two through six were stuck together with no spaces in between. Before removing the catheter from the heart, when the catheter was initially inserted into the patient and checked through fluoroscopy, it was found that the electrodes were not displayed properly. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. At the time of the issue, a 6fr sheath was used. In regards to the catheter insertion, shaping was done manually before insertion into the patient's heart.